Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap was loose and fell down off of the transfer set after connection. When the minicap was connected, the connection seemed loose and as if it never locked in properly. During the troubleshooting, there was nothing found that could cause or contribute to the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.